Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead noted the insulation sleeve was bunched and the proximal end of the distal spring electrode was separated from the insulation. This damage appeared to be induced during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations as the lead passed electrical testing. The bunched insulation sleeves were a cosmetic issue. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. The oversensing resulted in pacing inhibition of 6 seconds. The rv lead was removed and replaced. After the lead was removed, an insulation mark was observed near the suture sleeve location. No additional adverse patient effects were reported.